Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, an unexpected outcome was discovered. Additional information was provided by a surgical counselor that there was an attempt to exchange the iol but adhesion to the haptic made it dangerous risking zonular dehiscense. The lens remains implanted.